Event description:
N/a.

Manufacturer narrative:
Lead wires were returned for investigation. If additional information provided we will send a supplemental report with our additional findings.

Event description:
It was reported that patient was placed on cardiosave intra-aortic balloon pump (iabp). When hooked up to ECG cable and lead wires for transfer: from cath. Lab to ICU; there was no ECG signal present from direct connection but had been working fine with slaved ECG signal. The lead wires only were swapped out (same trunk cable was used) and the ECG signal was good on the pump. The patient was supported by the pressure trigger while troubleshooting was done. In addition, we were informed that lead wires were returned for investigation. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: (10) the cable, ECG lead, or, 5l, aami was returned to the manufacturer for further evaluation. A senior repair technician of the national repair center (nrc) inspected the lead cable with no visual damaged observed. The technician connected the leads to a trunk cable, then connected the leads to a patient simulator. When the patient simulator was first turned on, an ECG could not be established. What was observed was artifact on the display. After approximately one minute, an ECG was observed on the display. After stressing the leads, the ECG would fade away and come back. The cable appears to be intermittent. The nrc verified the failure that the lead wires would not transmit a signal. The lead wires failed testing. Retaining the lead wires in the nrc per procedure.